Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the arcing damage to the device's seal plates. The seal plate had partially lifted from the jaw and overmold. The part of the seal plate on jaw a and b were stuck together. There was no missing piece on the overmold. Functional testing found that the damage on the arcing seal plate is consistent with the user sealing on a metal object like a staple or clip causing a high thermal event. The jaw likely got stuck together during the thermal event and lifted up due to the user applying excessive force on the lever in an effort to open the jaws. The weld integrity of the device was inspected and was found to be within specification. The device was recognized by all three generators, and no electrical or wiring issues were found. It was reported that the device was used on a 3mm thick perinephric fat tissue (retroperitoneal side). At first, the sealing was completed without any problems, but when they checked the tip when the regrasp alarm occurred and displayed, it was in the state of the reported jaw. There was no other error occurred aside from the regrasp alert. It was unknown how much the seal was used, the proximal site of the lower jaw and upper jaw got stuck together, made it impossible to seal. The seal could not be used after the issue occurred. Upon checking the actual product, the lower and upper parts of the inner part of the jaws were sticking together at the proximal site of the jaws, and was peeling. The reported issue was not confirmed. The most likely cause could not be established from the information available. It was also reported that the the knife blade was exposed, and the insulation was damaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc) may increase current flow and may result in unintended surgical effects such as an effect at an unintended site or insufficient energy deposition. Do not engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1, (sn:(B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during kidney transplant donor procedure, the device was used on a 3mm thick perinephric fat tissue (retroperitoneal side). At first, the sealing was completed without any problems, but when they checked the tip when the regrasp alarm occurred and displayed, it was in the state of the reported jaw. There was no other error occurred aside from the regrasp alert. It was unknown how much the seal was used, the proximal site of the lower jaw and upper jaw got stuck together, made it impossible to seal. The seal could not be used after the issue occurred. Upon checking the actual product, the lower and upper parts of the inner part of the jaws were sticking together at the proximal site of the jaws, and was peeling. The device was cleaned every after 10 seals. The photo provided was showing the device and the knife blade being exposed. Another device was used with the same generator. There was no patient injury.

Event description:
According to the reporter, during kidney transplant donor procedure, the device was used on a 3mm thick perinephric fat tissue (retroperitoneal side). At first, the sealing was completed without any problems, but when they checked the tip when the regrasp alarm occurred and displayed, it was in the state of the reported jaw. There was no other error occurred aside from the regrasp alert. It was unknown how much the seal was used, the proximal site of the lower jaw and upper jaw got stuck together, made it impossible to seal. The seal could not be used after the issue occurred. Upon checking the actual product, the lower and upper parts of the inner part of the jaws were sticking together at the proximal site of the jaws, and was peeling. The device was cleaned every after 10 seals. The photo provided was showing the device, the knife blade being exposed, and insulation damaged. Another device was used with the same generator. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.